Manufacturer narrative:
Although the product is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, the MDR is being implemented. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1, vgw1430ns1, vgw1423ns3, vgw1430ns3) over the past three years showed that the number of events of peeling was small and did not show an increasing trend. [Returned product investigation]the product was returned for investigation. The product was bent at about 45mm from the tip and kinked at about 40 mm from the proximal end, and the plastic jacket had thin striations of abrasion marks at about 350mm to 360mm from the tip. The plastic jacket was shredded and peeled off in the range of approximately 500mm to 570mm from the tip. In addition, ptfe coating peeling was observed intermittently from about 860mm from the tip to about 300mm from the proximal end. The plastic jacket and ptfe coating of the product had scratches over a wide area due to abrasion by hard and sharp objects. These scratches were similar to those that would occur if the torquer was moved without loosening it sufficiently, and it was thought that the scratches were caused by not loosening the torquer sufficiently when removing and moving the torquer used to pass the product into the lesion. As for the detachment in the range of 500mm to 570mm from the tip, the cause of the detachment could not be identified because the detached piece was not returned. However, in addition to the scratches mentioned above, the torquer might be attached near the area when wiring to the sfa to below-knee lesion, which could have been damaged due to excessive contact, resulting in resistance to the product used in combination with the microcatheter. Based on the above, it was concluded that this event was not attributable to the product quality but to the procedure, however, it cannot be said that there is no possibility of serious health hazard in the event of recurrence of the similar event, and the possibility of the detached fragments remaining in the patient's body cannot be completely ruled out. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings]: never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [How to use] 3. Insertion procedure over-the-wire balloon catheters g). If necessary, attach the torque device from the hand of the guidewire and manipulate the guidewire via the torque device. When moving the torque device over the guidewire, the torque device should be fully released from its fixation. Do not secure the hydrophilic coating area with the torque device. Rapid exchange balloon catheter e). If necessary, attach the torque device from the hand of the guidewire and manipulate the guidewire via the torque device. When moving the torque device over the guidewire, the torque device should be fully released from its fixation. Do not secure the hydrophilic coating area with the torque device. [Malfunction and adverse effects] complications and adverse events that may occur with the use of this product include, but are not limited to: guidewire rupture, damage, or peeling of the coating.

Event description:
It was reported that vassallo gt.014 ns1 (the product) was used in a case of a lesion in the sfa to below-knee and its occlusion rate was 70% to less than 100% with high calcification. During using the product in conjunction with a microcatheter (prominent stiff) in the patient's body, resistance occurred. When the entire system was removed, the plastic jacket of the product was detached. The procedure was completed without problems using another company's product and there were no health hazard on the patient.